Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic inguinal hernia procedure, the mesh tore when inserting through robotic trocar. Another mesh was used to complete the case. There was no patient injury.